Manufacturer narrative:
(B)(4) captures the reportable event of surgery.

Event description:
The source literature reported that the performance of the endotak reliance model 0158 and a competitor's product were compared post-implant at the heart hospital in (B)(6). Upon review, it was determined that of 335 endotak leads implanted, 21 experienced product performance issues such as over-sensed myopotential noise and inappropriate shock therapy. All 21 patients underwent surgery to resolve the event, the majority of which had a complete lead extraction; five patients also received a new pace-sense lead. There were no additional adverse patient consequences reported. The specific lead details were not able to be provided.